Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter in returned. The customer reported she did not wash hands prior to testing . Customer did not use device according to label copy. Not washing hands may cause imprecise readings.

Event description:
A customer reported she obtained a reading of 349 mg/dl in the middle of the night and took ten extra units of insulin because she was reportedly a brittle diabetic patient. The next morning, the customer reported losing consciousness and paramedics were called. They reportedly obtained a blood glucose reading of 27 mg/dl and treated the customer with an unknown intravenous glucose medication. There was no report of death or permanent impairment associated with this event.